Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A nurse reported via phone call that she wanted to check her patient's insulin pump to make sure everything was working. Customer's blood glucose was 340 mg/dl then it went up to 541 mg/dl and then down to 150 mg/dl. Troubleshooting found that the customer's drive support cap was normal and that there were no air bubbles in reservoir. Customer wanted to perform a high pressure test and had a clamp and the test passed. Customer was advised to follow up with doctor and monitor pump.